Manufacturer narrative:
No device or patient information was provided. Attempts were made to obtain this information from the field, but were unsuccessful.

Event description:
It was reported that this unknown device exhibited noise, oversensing and pacing inhibition. It was noted that the patient was pacemaker dependent and the patient was experiencing lightheadedness. Boston scientific technical services (ts) discussed programming options. It is unknown if the device remains in service at this time. No additional adverse patient effects were reported.